Event description:
Customer reported an issue with the pm-8000 monitor co2 function which may have impacted co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Svc rep replaced the co2 module. Calibrated and safety tested unit to factory specifications.